Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they did have to move the device from the left side to the right side because they were having a lot of lower back pain. Tss asked when that occurred. The patient stated they got the new device in 2020 and it was two year before that. Patient had lower back pain if they stood for more then five minutes. When they had the device moved to the other side the pain cleared up. Documented reported event. No further action was taken by patient services. No further complications were reported at this time. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.